Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The healthcare provider called in while with the patient to do troubleshooting. Patient was not getting any sensation with stimulation and all bipolar pairs were showing >4k when checking impedance at default settings. Case pairs were in normal range at default impedance check: c/0=1084, c/1=1356, c/2=1084, c/3=1356. The caller was asked to run impedance with higher voltage and pulse width to see if the results changed. In the clinic the day of the report they had tried bipolar pairs and gone up to 5, but the patient was still not feeling anything. There were no reported falls or trauma related to the event. They conducted impedance again at higher voltage and pulse width and the bipolar pairs were 2946 ohms. Case pairs were either 1469 or 1251 ohms. Caller had tried programming the case pairs and went up to 6, but the patient was still not feeling anything. They were planning to do x-rays and ultrasound to check lead location and going from there. It was noted the patient had not felt stimulation sensation since implant. No further complications were reported or anticipated.